Event description:
A malfunction alarm occurred, identified by malf 0 code. There was no adverse impact to the customer's blood glucose level, as the levels did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the customer with the process, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to report if any malfunction code reappears.